Event description:
It was reported that the user experienced low blood glucose while using the ilet system and was concerned they did not hear an alert due to hearing impairment; the agent provided education on following their own account in the companion app to access louder alerts, and the user treated with oral glucose after a reported nadir of 52 mg/dl with a subsequent value of 78 mg/dl. Symptoms included hypoglycemia. Outcomes included transient low glucose resolved with oral carbohydrate without hospitalization. Investigation included customer troubleshooting and education regarding alert management in the app. Investigation of this case revealed no device malfunction reported and identified user alert audibility as a contributing factor, with app-based alert configuration used as mitigation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence